Event description:
Rptr is calling to report an incident related to a collimator on a portable x-ray unit. No pt was involved in the incident and no employee was injured. The rptr states a metal piece has "wornout" due to friction. This "worn" piece now allows the collimator to rotate, on the day of the incident, the collimator fell and hit the floor. The facility has 3 other similar devices, but they have only experienced problems with the one unit to date. The rptr plans to inspect the other 3 devices. The device in this report is approx 2 yrs old. Although some collimator problems are user related, the rptr feels strongly that this incident does not fall into that category. The rptr has offered to send or fax any schematic diagrams which facilitate the understanding and handling of this report.